Event description:
This is a report of a home patient (hp) who was diagnosed with peritonitis. The cause of peritonitis was touch contamination. The treatment was not reported. The nurse declined to provide any additional information.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.